Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During the procedure, the introducer broke off and was retained within the patient. Additional information has been requested, however it was not provided at the time of this report.

Manufacturer narrative:
(B)(4). Investigation- a review of the complaint history, device history record, instructions for use (IFU), quality control (qc), specifications and trends was conducted for the purpose of this investigation. The complaint device was not returned for the investigation. Per the instructions for use for the mpis set, include the following precautions: "do not attempt to insert or withdraw the wireguide and/or introducer if resistance is felt.", "withdrawal or manipulation of the distal spring coil portion of the mandrel wireguide through a needle tip may result in breakage." Also, it contains the following caution: "do not withdraw the wireguide through the introducer needle; breakage may result. If the wireguide tip must be withdrawn while the needle is inserted, remove both the needle and the wire as a unit." Per qc instructions, the security of the tip weld and proximal solder joint are verified. There is no evidence to suggest that the device was not made to specification. It is feasible to suggest the device encountered forces beyond its intended design, which caused the noted failure. Due to limited information a root cause could not be determined.

Event description:
During the procedure, the introducer broke off and was retained within the patient. Per additional information provided by the initial reporter: the device was not retrieved as it could not be found. The patient had a full body, CT exam, which the radiology team carefully examined for the retained fragment. None was found. The patient is reported to be morbidly obese, which may be contributing factor for the failure to find the wire fragment. Given that it is likely in the groin tissues and not causing any infectious or pain issues, the customer does not plan to attempt located by invasive methods. The patient recovered from her critical illness and was discharged to rehab approximately three weeks later. There have been no complications related to this retained wire fragment of which the facility is aware.